Manufacturer narrative:
(B)(4). The assignable cause for the reported problem of a colleague infusion pump with a damaged battery was determined to be depleted batteries resulting from user error.

Manufacturer narrative:
The device was evaluated on-site at the customer facility. The condition of damaged battery was confirmed through the event history due to depleted main batteries. The main batteries and harness were replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Event description:
This is a report of a colleague infusion pump with a damaged battery. It is unknown when the reported condition occurred. There was no patient involvement, injury, or medical intervention related to this event. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.